Manufacturer narrative:
The event device anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unk. Event description: cer 1 of 2: cer 2 of 2: 2017-1623. "2 pcs of ctr73 was found torn and the broken piece fell inside the abdomen. Both broken pieces were located and retrieved." "Valve of 12 mm disposable port was found broken during the operation." Additional information was received via email from market implementation manager-(B)(4) on sunday 20aug2017 at 7:46 pm. "The products need to send to their headquarter until further notice about the products being returned. We are waiting to see if they would like credit or replacement. The patient's status is safe. Typical lab instruments were being used at the time of the tear." Type of intervention: unk. Patient status: "safe".

Manufacturer narrative:
The event product was not returned to applied medical for evaluation, only photographs of the unit were received. Visual inspection confirmed the complainant's experience of fragmentation of an internal rubber component of the seal. Based on the photographs provided, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Additional information was received via email from market implementation manager-asia on tuesday 3-oct-2017 at 4:48 pm: "they are referring to the seal."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation with the seal disassembled and three (3) black fragments. Visual inspection confirmed the complainant's experience of seal component separation. The shield, a clear plastic component of the seal, was also observed to be bent. One of the black fragments completed the missing portion on the septum, a rubber component of the seal. The two remaining fragments were analyzed using infrared spectroscopy and did not match any materials used during manufacturing at applied medical. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.